Event description:
It was reported that if the epg (external pulse generator) was moved after turning it on, the movement caused the epg to lose power. A loose internal battery connection was questioned. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that if the epg (external pulse generator) was moved after turning it on, the movement caused the epg to lose power. A loose internal battery connection was questioned. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that if the epg (external pulse generator) was moved after turning it on, the movement caused the epg to lose power. A loose internal battery connection was questioned. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the pcb. This analysis found that compromised solder joint(s) caused the device shutdown failure. Conclusion: pcb failure mode was determined to be a solder joint issue. (B)(4).